Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The contact reported that it was thought that the pump and/or supplies were the cause of the hospitalization; however, declined tandem technical support's offer to troubleshoot at the time of the report. Upon follow-up, the customer was reported to have been discharged on (B)(6) 2017. The contact could not recall seeing anything wrong with the pump or supplies prior to the hospitalization. The contact could not recall any specific information regarding the customer's blood glucose level. The customer had resumed pump therapy and the contact reported that the pump was functioning as expected and declined any troubleshooting.